Manufacturer narrative:
Corrected data. Continuation of d11: product ID 977c290 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient received a reasonably strong shock from a welding machine and had a heavy fall onto the device. The patient felt that something really happened when they fell. The patient stopped the device with their patient programmer, but after that it was impossible to find contact again. Loss of contact to the device occurred, unable to get any contact to the device except signal strength of max 58 with the recharger in antenna check procedure. The recharger could not recognize the device. Diagnostics/troubleshooting performed. Tried to get contact with the patient programmer, clinician programmer, and recharger with no success with no possibility of communication. X-ray pictures were taken, leads were there and connected to the device. Spine surgery has been planned. The issue was note resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.